Event description:
Per the clinic the patient experienced an infection at the implant site. The device was explanted on (B)(6) 2013 and the patient was implanted with another device during the same surgery.

Manufacturer narrative:
This report is filed november 11, 2013.

Manufacturer narrative:
(B)(4).